Event description:
Info was received that reported a pt was hospitalized in 2007 due to an incident of diabetic ketoacidosis. Upon admission, the pt had a blood glucose of 400-500mg/dl. The pt was treated with IV fluids and insulin. The reporter stated upon examination, insulin was found to be pooling under the insulin reservoir, there was no visible cracks or damage which would account for this pooling. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.